Event description:
Boston scientific was notified that during a case performed in 5 hours, the stent was deployed with 3 coils inside the aneurysm. According to the physician, the pt was doing well. A day after the case the pt expired in the intensive care unit. The cause of the death is unk, as the pt refused the autopsy.